Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and high pacing threshold measurements were noted. Noise, oversensing, and pacing inhibition were also observed with isometric testing. The rv lead was reprogrammed, however, the patient experienced a syncopal event and almost passed out. The rv lead was reprogrammed to unipolar mode again. Technical services were consulted and determined oversensing of noise with pacing inhibition greater than 10 seconds, loss of capture, and high capture thresholds. Possible causes were discussed and troubleshooting options were recommended. A possible lead fracture was suspected. A revision procedure was performed and the rv lead was explanted and replaced. While the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and high pacing threshold measurements were noted. Noise, oversensing, and pacing inhibition were also observed with isometric testing. The rv lead was reprogrammed, however, the patient experienced a syncopal event and almost passed out. The rv lead was reprogrammed to unipolar mode again. Technical services were consulted and determined oversensing of noise with pacing inhibition greater than 10 seconds, loss of capture, and high capture thresholds. Possible causes were discussed and troubleshooting options were recommended. A possible lead fracture was suspected. A revision procedure was performed and the rv lead was explanted and replaced. While the pacemaker remains in service. No additional adverse patient effects were reported.